Event description:
During a da vinci si hysterectomy procedure, the mega needle driver instrument reportedly stopped working. The user facility then noticed that the instrument's wires were broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a broken grip cable at the distal idler and was sticking out at the instrument's wrist. The idler pulley spun freely but did not exhibit any wear marks. No other cables at the instrument's wrist were damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.